Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device - unknown location'), fallopian tube perforation ('perforation fallopian tubes') and uterine perforation ('right unicornuate uterus with uterine perforation during an endometrial ablation 3 weeks ago, the patient with menorrhagia, all appeared to be well healed in the pelvis') in a 46-year-old female patient who had essure (batch no. 774379, 740667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy and back surgery. Concurrent conditions included hypothyroidism, diabetes, bladder disorder, bloating, metrorrhagia, chronic cervicitis and leiomyoma nos. Concomitant products included levothyroxine sodium (levothyroxine) since 1999, liraglutide (victoza) from (B)(6) 2017 to (B)(6) 2019 and metformin since (B)(6) 2017. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"), menorrhagia ("abnormal bleeding vaginal, menorrhagia"), pelvic pain ("pain pelvic"), dyspareunia ("dyspareunia painful sexual intercourse"), depression ("psychological or psychiatric problems - depression, anxiety and mental anguish"), anxiety ("psychological or psychiatric problems - depression, anxiety and mental anguish") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) ¿uti"). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), complication associated with device ("she began to experience complications"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complications: yes"). The patient was treated with estradiol, medroxyprogesterone acetate, nitrofurantoin (nitrofurantoin macrocrystals), norethisterone acetate (norethindrone acetate) and surgery (total hysterectomy uterus and cervix removed). Essure was removed on 11-nov-2011. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, vaginal haemorrhage, menorrhagia, pelvic pain and metrorrhagia had resolved and the complication associated with device, dyspareunia, urinary tract infection, depression, anxiety, nausea, fatigue and post procedural complication outcome was unknown. The reporter considered anxiety, complication associated with device, depression, device dislocation, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, metrorrhagia, nausea, pelvic pain, post procedural complication, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: treatment received for pelvic pain, pelvic pain and migration, perforation, menorrhagia, & metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2011: (as per pfs). Result: total bilateral occlusion. (As per mr) impression: proper placement of bilateral essure closure devices. Concerning the injuries reported in this case, the following one was captured from patients medical record: uterine perforation. Lot number: 740667, manufacturing date: 2010-05, & expiration date: 2013-05 . Lot number: 774379, manufacturing date: 2010-08, & expiration date: 2013-08 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. New events added: post removal complications,metrorrhagia. Outcome of previously added events pelvic pain and migration, perforation were updated to recovered/resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device - unknown location'), fallopian tube perforation ('perforation (fallopian tube(s))') and uterine perforation ('right unicornuate uterus with uterine perforation during an endometrial ablation 3 weeks ago, the patient with menorrhagia, all appeared to be wellhealed in the pelvis') in a 46-year-old female patient who had essure (batch no. 774379, 740667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy and back surgery. Concurrent conditions included hypothyroidism, diabetes, bladder disorder, bloating, metrorrhagia, chronic cervicitis and leiomyoma nos. Concomitant products included levothyroxine sodium (levothyroxin) since 1999, liraglutide (victoza) from (B)(6) 2017 to (B)(6) 2019 and metformin since (B)(6) 2017. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pain pelvic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems - depression, anxiety and mental anguish"), anxiety ("psychological or psychiatric problems - depression, anxiety and mental anguish") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) ¿uti"). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), complication associated with device ("she began to experience complications"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complications: yes"). The patient was treated with estradiol, medroxyprogesterone acetate, nitrofurantoin (nitrofurantoin macrocrystals), norethisterone acetate (norethindrone acetate) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, vaginal haemorrhage, menorrhagia, pelvic pain and metrorrhagia had resolved and the complication associated with device, dyspareunia, urinary tract infection, depression, anxiety, nausea, fatigue and post procedural complication outcome was unknown. The reporter considered anxiety, complication associated with device, depression, device dislocation, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, metrorrhagia, nausea, pelvic pain, post procedural complication, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: treatment received for pelvic pain, pelvic pain and migration, perforation, menorrhagia,, metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2011: (as per pfs) result: total bilateral occlusion. (As per mr) impression: proper placement of bilateral essure closure devices.. Concerning the injuries reported in this case, the following one was captured from patients medical record: uterine perforation. Lot number:740667 manufacturing date:2010-05 expiration date:2013-05 lot number:774379 manufacturing date:2010-08 expiration date:2013-08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration of essure device, unknown location'), fallopian tube perforation ('perforation (fallopian tube(s))') and uterine perforation ('right unicornuate uterus with uterine perforation, during an endometrial ablation (B)(6) weeks ago, the patient with menorrhagia, all appeared to be well healed in the pelvis'). In a 46-year-old female patient who had essure (batch no. 774379, 740667), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: appendectomy and back surgery. Concurrent conditions included: hypothyroidism, diabetes, bladder disorder, bloating, metrorrhagia, chronic cervicitis and leiomyoma nos. Concomitant products included: levothyroxine sodium (levothyroxin) since 1999, liraglutide (victoza) from (B)(6) 2017 to (B)(6) 2019 and metformin since (B)(6) 2017. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pain pelvic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems: depression, anxiety and mental anguish"), anxiety ("psychological or psychiatric problems: depression, anxiety and mental anguish") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) "uti"). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), (B)(6) year after insertion of essure. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), complication associated with device ("she began to experience complications"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complications: yes"). The patient was treated with estradiol, medroxyprogesterone acetate, nitrofurantoin (nitrofurantoin macrocrystals), norethisterone acetate (norethindrone acetate) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, vaginal haemorrhage, menorrhagia, pelvic pain and metrorrhagia had resolved. And the complication associated with device, dyspareunia, urinary tract infection, depression, anxiety, nausea, fatigue and post procedural complication outcome was unknown. The reporter considered anxiety, complication associated with device, depression, device dislocation, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, metrorrhagia, nausea, pelvic pain, post procedural complication, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: treatment received for pelvic pain, pelvic pain and migration, perforation, menorrhagia, metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, essure device was successfully occluded on (B)(6) 2011, (as per pfs). Result: total bilateral occlusion. (As per mr). Impression: proper placement of bilateral essure closure devices. Concerning the injuries reported in this case, the following one was captured from patients medical record: uterine perforation. Lot number#: 740667, manufacturing date: 2010-05, expiration date: 2013-05; lot number#: 774379, manufacturing date: 2010-08, expiration date: 2013-08. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pif received: new events added: post removal complications, metrorrhagia. Outcome of previously added events: pelvic pain and migration, perforation were updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device - unknown location'), fallopian tube perforation ('perforation (fallopian tube(s))') and uterine perforation ('right unicornuate uterus with uterine perforation during an endometrial ablation 3 weeks ago, the patient with menorrhagia, all appeared to be wellhealed in the pelvis') in a 46-year-old female patient who had essure (batch no. 774379, 740667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy and back surgery. Concurrent conditions included hypothyroidism, diabetes, bladder disorder, bloating, metrorrhagia, chronic cervicitis and leiomyoma nos. Concomitant products included levothyroxine sodium (levothyroxin) since 1999, liraglutide (victoza) from january 2017 to april 2019 and metformin since january 2017. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pain pelvic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems - depression, anxiety and mental anguish"), anxiety ("psychological or psychiatric problems - depression, anxiety and mental anguish") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. In december 2010, the patient experienced nausea ("nausea"). In september 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) ¿uti"). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. In june 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and complication associated with device ("she began to experience complications"). The patient was treated with estradiol, medroxyprogesterone acetate, nitrofurantoin (nitrofurantoin macrocrystals), norethisterone acetate (norethindrone acetate) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, complication associated with device, dyspareunia, urinary tract infection, depression, anxiety, nausea and fatigue outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the pelvic pain had not resolved. The reporter considered anxiety, complication associated with device, depression, device dislocation, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, nausea, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2011: (as per pfs) result: total bilateral occlusion. (As per mr) impression: proper placement of bilateral essure closure devices.. Concerning the injuries reported in this case, the following one was captured from patients medical record: uterine perforation. Lot number: 740667 manufacturing date: 2010-05 expiration date: 2013-05 . Lot number: 774379 manufacturing date: 2010-08 expiration date: 2013-08 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device - unknown location'), fallopian tube perforation ('perforation (fallopian tube(s))') and uterine perforation ('right un-cornuate uterus with uterine perforation during an endometrial ablation 3 weeks ago, the patient with menorrhagia, all appeared to be well healed in the pelvis') in a (B)(6) female patient who had essure (batch no. 774379, 740667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy and back surgery. Concurrent conditions included hypothyroidism, diabetes, bladder disorder, bloating, metrorrhagia, chronic cervicitis and leiomyoma. Concomitant products included levothyroxine sodium (levothyroxin) since 1999, liraglutide (victoza) from (B)(6) 2017 to (B)(6) 2019 and metformin since (B)(6) 2017. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pain pelvic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems - depression, anxiety and mental anguish"), anxiety ("psychological or psychiatric problems - depression, anxiety and mental anguish") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. In december 2010, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) ¿uti"). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. In june 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and complication associated with device ("she began to experience complications"). The patient was treated with estradiol, medroxyprogesterone acetate, nitrofurantoin (nitrofurantoin macrocrystals), norethisterone acetate (norethindrone acetate) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, complication associated with device, dyspareunia, urinary tract infection, depression, anxiety, nausea and fatigue outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the pelvic pain had not resolved. The reporter considered anxiety, complication associated with device, depression, device dislocation, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, nausea, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2011: (as per pfs) result: total bilateral occlusion. (As per mr) impression: proper placement of bilateral essure closure devices. Concerning the injuries reported in this case, the following one was captured from patients medical record: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: pfs received: reporters were added. Lot no. Was added. New events-vaginal bleeding menorrhagia, uti, depression, anxiety,migration of essure device - unknown location, nausea, dyspareunia, pelvic pain, perforation (fallopian tube(s)), fatigue were added. One event uterine perforation was captured from mr. Concomitant conditions & drugs were added. Lab test was added. Treatment drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.